Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device failed at start-up and alarmed continuously. User had to long press the power button to power down the device". There is no patient involvement reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Manufacturer narrative:
Investigation outcome: it was reported that device failed at start-up and alarmed continuously. User had to long press the power button to power down the device. The reported fault cannot be evidenced in attached device logs, and it cannot be reproduced. No additional information was provided despite the request. Therefore, this complaint is being closed due to limited information.